Manufacturer narrative:
The reported event of separation failure was confirmed. As received, a complete lead with stuck stylet was returned in one piece. The connector pin with the cap and crimp sleeve were found pulled out of the connector assembly consistent with damage due to excessive forces applied while attempting to remove the stylet from the lead. The ptfe coating of the stuck stylet was found stripped and was bunched up with the inner coil distal to the connector pin. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region that prevented the removal of the stylet and excessive forces resulted in the connector pin with the cap and crimp sleeve to be pulled out of the connector assembly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution. Corrected data: g6 should have "distributor" selected.

Manufacturer narrative:
Correction for h6 coding.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that after inserting and positioning the left ventricular (lv) lead, the guidewire was unable to be removed from the lead. The lead was not used, and a new lead was implanted. There were no patient consequences.